Manufacturer narrative:
Reference the following medwatches with a1 patient identifiers for the following systems: cn-197626 - cpla-0001925757 ¿ aviva combo meter - system 1 - serial number -(B)(4). Cn-197628 - cpla-0001925916 ¿ aviva ii meter - system 2 - serial number ¿ (B)(4).

Event description:
Customer reportedly received the following results, with two different roche meters within 10 minutes: 528 mg/dl, on aviva combo system (system 1) and 185 mg/dl on mother¿s aviva ii system (system 2). The same vial and lot of test strips were used on both meters. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.